Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: female, 189 lbs, bmi 32.4. Name of index surgical procedure? Tvt mesh sling retropubic tvt sling. The diagnosis and indication for the index surgical procedure? Stress urinary incontinence. Were any concomitant procedures performed? Cystoscopy. Other relevant patient history/concomitant medications? Mixed incontinence, overactive bladder, fibroids. Please describe the drug therapy given including medication name and results. Tylenol (otc, prn). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unlikely related to surgery. What is the patient's current status? On-study, only having some tenderness every few days. Product code and lot number? Lot# 3942583. System retropubic tvt exact sm-ndl. Model #: tvtrl. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2024, mild pelvic tenderness was noted. The patient received tylenol(otc, prn) and is only having some tenderness every few days. The pelvic tenderness was reported as unlikely related to the study device or study procedure. Additional information was requested.